Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure around the time of the right ventricular lead placement, the patient's blood pressure dropped. An echocardiogram revealed a moderate to large pericardial effusion. The effusion was suspected to be due to the puncture from the right ventricular lead. Pericardiocentesis was performed and a drain was placed. The lead remains in use. The patient is a participant in the electrocardiography belt clinical study. No further patient complications have been reported as a result of this event.